Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the motor does not run smoothly. Further, the values of the keypad were out of range and hipot test failed. The motor, motor cable and hand control set were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The defective cable would have hipot test failure. However, with the available information, we cannot determine the root cause of the other identified failures. The defective motor, defective motor cable and defective keypad of hand control set would have caused the to experience the identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on(B)(6) 2016 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service evaluation, it was determined that the micro tornado hp w hand control device failed electrical safety test. There was no procedure nor patient involvement reported. No additional information was provided.